Manufacturer narrative:
(B)(4). Reported event of stent broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the physician was able to deploy the advanix rx biliary stent in the intrahepatic duct as intended. However, after placing the stent, the physician realized that the device was too long and needed to be replaced with a smaller sized stent. When attempting to remove the stent from the duct using a snare, the physician had difficulty removing the stent, the end of the stent where the snare was grasping became detached and the small piece of the stent fell inside the patient. The physician assessed that the broken piece of stent was small enough that the patient could pass it naturally. Therefore, no additional intervention was required to obtain the broken piece of stent from the patient. The procedure was completed with a different device. There were no patient's complications as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "fine."